Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient noted they could feel their "chest pounding" around the start time of the implantable cardioverter defibrillator (ICD) testing capture management. The device remains in use. No further patient complications have been reported as a result of this event.